Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
¿It was reported that a cartridge change error occurred during the load sequence. Additionally, the pump battery level was fluctuating. Subsequently, the pump shut down. Customer's blood glucose level was not impacted. Reportedly, the customer performed a cartridge change and the pump successfully powered on resolving the issue.